Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please also see report 0001825034-2016-01810. Medical products 11-173663 femoral head lot 647520, 15-105050 acetabular cup lot unk. (B)(6). The device has returned for analysis and investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient's legal counsel reported that patient underwent hip revision procedure approximately nine (9) years post-implantation due to an adverse reaction to metal debris. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the femoral head shows signs of wear pattern across the articulating surface. There is black debris found on the inside of the taper where the stem attaches. Visual inspection of the shell reveals similar wear patterns. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.